Event description:
The customer states that a csf sample from one pt generated an architect c8000 urine/csf protein assay result of 1.8 g/l that was questioned by a neurologist. The sample was sent to another lab for testing and generated a result of 0.05 g/l of igg and 0.25 g/l of albumin. The customer states that all controls have been within specification and the sample was normal in appearance with no organisms or blood cells present. The customer retested the sample two months later (original test date of 2007) and generated results of 0./58 +/-0.01 g/l each time. There is no impact ot pt management reported. An investigation is pending.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.